Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 448 mg/dl at the time of the report. Prior to the event, the customer had been experiencing high blood glucose levels for three weeks. The high blood glucose levels started after the customer was given an injection to treat (B) (6). The customer had also recently lost (B) (6) pounds. Nothing further was reported.